Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 1 month ago. The iliac arteries were calcified and ectatic bilaterally. The right iliac artery measured 22 mm, 20 and went to 16 mm from proximal to distal. It was reported that a 22 mm diameter aneurx cuff was implanted on the right side in order to flare it out; however, there was no seal although there was 3 - 3.5 cm of apposition between the stent and the vessel. There was a distal type 1 endoleak present and this may have been due to the calcified common iliac artery. Another 22 mm diameter aneurx cuff was deployed all the way down to the hypogastric artery and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: endoleak. Calcified and ectatic iliac arteries. Stent graft implanted in a patient with calcified and ectatic iliac arteries.